Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for evaluation. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. There were indications of dried fluid inside the cassette compartment; however, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The load cell verification was out-of-specification. The test failed at the 2000g and 4000g checks. An internal, visual inspection showed that the left-side metal bracket that anchors the rear panel to the cycler base plate was bent. The bent bracket was removed and re-adjusted the rear panel and repositioned the top cover cabinet. After repositioning the rear panel, a simulated treatment was performed and completed. There were multiple warnings during the treatment test. However, the resulting treatment data sheet reflects the programmed treatment settings. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler passed a system air leak and valve actuation test. The internal inspection showed that there was dried fluid on the bottom cover; the cause could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler and the patient¿s adverse events of cardiac arrest and subsequent death. Per the reporting registered nurse (rn), the patient was very sick with multiple comorbid conditions, making survival not possible. While there is no allegation or objective evidence indicating an association between the liberty cycler and the patient¿s expiration; the liberty cycler cannot be excluded from having a possible causal or contributory role. Due to the lack of detailed information, discharge summary, death certificate, and a pending manufacturer evaluation; there is insufficient evidence to conclude the root cause of the event. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient passed away about one hour into treatment during dwell 1 on the liberty cycler. It was reported the cause of death was cardiac arrest. The pdrn stated the patient was really sick. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler as a precaution. A new cycler was issued to the clinic. Upon follow-up with the clinic manager, it was reported the patient was very sick with a lot of comorbidities (unspecified) and the patient was not going to make it outside the hospital. The patient coded several times. The hospital tried to put the patient on pd treatment but the patient's body did not tolerate it well as they were very sick (unspecified disorders). Additional information was requested but to date, has not been provided.